Event description:
It was reported to philips that the heartstart mrx defibrillator displayed a "battery a to be calibrated" message. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. It was reported to philips that the heartstart mrx defibrillator displayed a "battery a to be calibrated" message. The customer requested calibration. This is considered maintenance, and there was no allegation of a device malfunction. Therefore, we are not considering this a complaint.

Manufacturer narrative:
The parent record was determined to be a non-complaint. There was no allegation of a device malfunction reported. The device only required a planned maintenance/calibration.